Event description:
It was reported that the patient was experiencing inadequate stimulation as well as getting a lot of rib stimulation despite multiple reprogramming. A review of the database revealed that the ipg was functioning as expected. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.